Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula was not recognized even through drape adjustments. The procedure was completed with no reported injury.

Manufacturer narrative:
The permanent cautery spatula instrument was analyzed and found the primary failure of could not reproduce to be related to the customer reported complaint. The instrument passed the recognition and engagement tests. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. Multiple indentations on the edge of both of the distal idler pulleys with potential fragments missing and a broken proximal clevis at one of the ears of the clevis with potential fragments missing. The instrument was associated with a design change to improve pitch cable performance. This design change incorporated a single pitch cable adaptation requiring a change to the crimp pocket on the distal clevis, which mitigates the potential for a fragment falling into the patient and improves pitch cable life.